Event description:
It was reported that the patient presented with advanced tricuspid regurgitation. The right ventricular (rv) lead was explanted and replaced with the thought that this may improve the tricuspid regurgitation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.